Event description:
As noted in the following publication kumar et al failed retrieval of potentially retrievable ivc filters: cardiovascular and interventional radiology. 29 (1) (pp 126-127); report 14 days after temporary optease ivc filter was placed, it could not be removed. A 62-year-old woman was on warfarin treatment for recent pulmonary embolism. Lifelong treatment was planned due to her known antiphospholipid syndrome. She sustained a large pretibial laceration with a large hematoma requiring surgical evacuation for early compartment syndrome. Anticoagulation was reversed prior to surgery. However, she then had an episode of left pleuritic chest pain and hypoxia. A clinical diagnosis of pulmonary embolism was made. A temporary optease ivc was placed to cover the period of nonanticoagulation when the patient might be at high risk of thromboembolism. After 14 days, when anticoagulation was re-established, removal attempted via the femoral route using the recommended snare/sheath combination was unsuccessful. It proved impossible to snare the hook at the lower end of the ivc filter. Attempts were then made to cannulate adjacent strut-gaps in the caudal end of the filter which caused some deformity of the filter and, therefore, further attempts at retrieval were abandoned. Her later postoperative recovery was complicated by a right hemispheric cerebrovascular accident. The filter remained in situ.

Manufacturer narrative:
Kumar et al failed retrieval of potentially retrievable ivc filters: cardiovascular and interventional radiology. 29 (1) (pp 126-127); report 14 days after temporary optease ivc filter was placed, it could not be removed. A (B)(6) woman was on warfarin treatment for recent pulmonary embolism. Lifelong treatment was planned due to her known antiphospholipid syndrome. She sustained a large pretibial laceration with a large hematoma requiring surgical evacuation for early compartment syndrome. Anticoagulation was reversed prior to surgery. However, she then had an episode of left pleuritic chest pain and hypoxia. A clinical diagnosis of pulmonary embolism was made. A temporary optease ivc was placed to cover the period of non-anticoagulation when the patient might be at high risk of thromboembolism. After 14 days, when anticoagulation was re-established, removal attempted via the femoral route using the recommended snare/sheath combination was unsuccessful. It proved impossible to snare the hook at the lower end of the ivc filter. Attempts were then made to cannulate adjacent strut-gaps in the caudal end of the filter which caused some deformity of the filter and, therefore, further attempts at retrieval were abandoned. Her later postoperative recovery was complicated by a right hemispheric cerebrovascular accident. The filter remained in situ. The product remained implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. The IFU instructs to select the correct loop diameter size of the microvena amplatz goose neck snare, assemble the microvena amplatz goose neck snare kit according to the instructions for use. Using the guidewire tip straightener, insert the recommended guidewire into the 10f catheter sheath introducer. Gently advance the guidewire in the ivc such that it is caudal to, but not into, the optease retrievable filter. Introduce and advance the optease retrieval catheter such that the tip of the optease retrieval catheter is located at a short distance (approximately 3 cm) caudal of the optease retrievable filter retrieval hook. Remove the guidewire. Insert and advance the microvena amplatz goose neck snare assembly through the optease retrieval catheter until it protrudes out of the optease retrieval catheter such that the marker band of the snare catheter is caudal of the filter retrieval hook. Push the snare shaft forward gently to open the snare loop caudal of the optease retrievable filter retrieval hook. The loop is then slowly advanced forward over the optease retrievable filter apex. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling backwards the snare until the loop engages the filter retrieval hook. Note: ensure that the loop of the snare has properly engaged the retrieval hook and that the retrieval hook, retrieval catheter and snare are aligned. The marker tip of the snare catheter must be caudal to the filter hook. There must be a clear distance between the marker tip of the microvena snare catheter and the denser end of the optease retrievable filter apex. Always maintain tension on the snare to prevent disengagement of the snare loop from the optease retrievable filter retrieval hook. While keeping tension on the snare, ensure that the filter and snare catheter are in line with the optease retrieval catheter. Pull the snare catheter approximately 5 mm backward to allow the loop to align with the filter. While keeping tension of the snare, advance the optease retrieval catheter over the filter hook (figure 4). Continue advancing the optease retrieval catheter over the filter until the filter is completely collapsed inside the optease retrieval catheter. Precaution: do not push the snare catheter against the retrieval hook prior to the advance of the optease retrieval catheter over the filter. Too close contact between the snare catheter and filter retrieval hook can cause friction of the filter tip in the optease retrieval catheter. Note: if for any reason the optease retrievable filter is not retrieved and remains implanted as a permanent filter, perform fluoroscopic control to determine the status of the ivc and filter before terminating the procedure. Once the filter is fully collapsed inside the optease retrieval catheter retract the complete system as a unit out through the 10f sheath introducer. Warning: do not retract the filter out of the optease retrieval catheter through the valve of the hemostasis device. This could damage the valve of the hemostasis device. The IFU lists inability to retrieve the filter as possible procedure complications. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Based on the limited procedural information provided regarding filter removal, it is not possible to determine what procedural factors may have contributed to the retrieval difficulty reported. Additional attempts to remove the filter by unconventional means may have resulted in the deformity of the filter reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.